Event description:
Subsequent to the previously filed report, additional information was received: post mitraclip procedure, a mitraclip xt (31129a1070) had opened from 30 degrees to 40 degrees. It was noted that in the physician's opinion, the clip opening while locked was due to device settling from the pre-existing patient anatomy (large annulus). It was noted that the clip was stable on both leaflets.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip opening while locked appears to be related to challenging patient anatomy (large annulus). The reported mr is a cascading event of the clip opening while locked. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 , a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. Xt (31129a1070) was chosen for implantation. During implantation, the clip opened more than expected. Mr was reduced to grade 2-3. On (B)(6) 2024 , the patient returned with severe recurrent mr grade 4. An additional mitraclip procedure was performed. A xt (31129a1070) was implanted however, after implantation the clip detached from one leaflet (single leaflet device attachment (slda)). The procedure ended with mr unchanged grade 4.